Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. The reporter cleaned the scope contacts to resolve the "b30" error. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that "e400" and "b30" errors occurred. This report is submitted due to a report of "b30" error. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of error b30 could not be determined. It is possible that the error occurred because there was a foreign material or liquid adhered to the electrical contacts of the scope. Olympus will continue to monitor field performance for this device.